Event description:
It was reported via repair work order that the scale could not be zeroed, which could result in an inaccurate weight measurement due to malfunctioned scale system. IV pole could move in an unintended direction due to bent IV pole. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.